Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes of each other, on different dates: 25 mg/dl and 166 mg/dl; 18 mg/dl and 126 mg/dl, 21 mg/dl and 185 mg/dl, 24 mg/dl and 237 mg/dl; 17 mg/dl and 149 mg/dl; 22 mg/dl, 17 mg/dl, and 134 mg/dl, 16 mg/dl and 132 mg/dl; 19 mg/dl and 132 mg/dl; 16 mg/dl, 15 mg/dl, and 155 mg/dl; 10 mg/dl, lo (less than 10 mg/dl), lo, and 91 mg/dl, 11 mg/dl and 137 mg/dl; lo, lo, and 115 mg/dl; 17 mg/dl and 171 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).